Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that, the clinical root cause of the reported event could not be definitively concluded. The assessed patient impact was the reported unplanned surgical outcome of a varus tibial alignment with a valgus femoral alignment and the 20-minute surgical delay. Further patient impact could not be assessed. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that in a total knee arthroplasty procedure after cutting, the surgeon was not able to fit the spacer so an additional +2mm distal resection was taken. It was still tight, so the surgeon resected +2mm proximally as well. The tibia component appears to be varus while the femur component appears valgus. It is unknown if there was a delay or the state of the patient. No further information was provided.